Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room on (B)(6) 2020 with 3 inappropriate implantable cardioverter-defibrillator (ICD) shocks due to right ventricular (rv) lead dislodgement. The patient presented for procedure on (B)(6) 2020. The physician was unable to reuse the rv lead due to tissue on the helix that would not allow the helix to maneuver. The lead was explanted and replaced. The patient tolerated the procedure well.